Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking and that an occlusion alarm occurred. Reportedly, the customer's blood glucose (bg) level was below 40 mg/dl. The customer consumed glucose tablets and pizza to address the low bg. Reportedly, the customer changed the pump supplies to address the occlusion.